Event description:
It was reported that the dexcom g7 sensor was accidentally dislodged, after which the ilet entered bg mode due to loss of cgm data and pairing could not be re-established because the responsible device was not identified. Symptoms included no reported adverse clinical effects and no change in blood glucose. Outcomes included user inconvenience, use of bg mode, and a plan to consult the healthcare provider about obtaining a replacement sensor and to discuss potential transition to an alternative cgm. Investigation included troubleshooting and user education regarding bg mode and cgm options. Investigation of this case revealed a pairing failure with the cgm following sensor loss, with no ilet hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related sensor removal and subsequent cgm communication unavailability.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.